Manufacturer narrative:
Correction: the g3 aware date in the initial MDR submission was incorrectly populated at 12.05.2025. The baxter aware date should have been 12.02.2025. Further follow up with the customer confirmed the part noted to had fallen is the storable labor grips. The labor grips are handles are covered with a non-porous, fluid resistant foam that is comfortable for mothers to squeeze. The baxter technician found the screws of the handrail were loose. The affinity® 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity® 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity® 4 birthing bed. Check the side rail frame to ensure proper latching and down storage. Repair as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician tightened the handrail to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report of the affinity 4 leg support plate that suddenly fell. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.